Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken grip cable at the distal end. The root cause of the broken instrument distal grip cables is attributed to a component failure. Additional observation not reported by site were also identified: the maryland bipolar forceps instrument was found have scratch marks / abrasions on the yaw pulley. No material is missing as a result. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have thermal damage on the yaw pulley. The root cause of this failure is attributed to mishandling/misuse. The maryland bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. A piece was found to be missing from the insulation, as a result the conductor wire was exposed. An electrical continuity test could not be performed. The root cause of this failure is attributed to a component failure. No image or video of the last procedure was provided for review. A review of the instrument log for the maryland bipolar forceps (part number 471172-16/ lot number k122107260334) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system sk0247. The alleged instrument had 5 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. The maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.